Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and were hospitalized on an unknown date. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer stated that the insulin pump was not working. The customer put a new reservoir and it was empty. The customer reported that they do not feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was not calling back to perform a high-pressure test. The customer advised to change entire set, reservoir and insulin and treat per healthcare professional¿s instructions. The insulin pump will not be returned for analysis.